Event description:
The customer reported an error upon starting that the exposure switch was stuck and the unit was not creating images. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.